Event description:
New information received notes that the lead was explanted and replaced. Patient tolerated the procedure well.

Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that low, out of range r-wave sensing was observed. Lead revision was recommended. No further information available.

Manufacturer narrative:
Analysis was normal. No anomaly was found.